Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a family member and manufacturer representative (rep) regarding a patient receiving fentanyl (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for spinal pain. The patient's husband stated that their wife had an emergency and they were in the intensive care unit (ICU) in the hospital. The reporter stated that "someone the doctor got a hold of came out to the hospital and 'cut the pump down'." The caller stated this happened because the overdose the doctor said she had. The caller stated their wife experienced 2 overdoses. The caller then stated, "your rep or whoever it was came out to the hospital according to the nurses in the hospital to cut the pump down". The caller then stated, "they could cut the pump off or something", and he didn't know. The caller then stated, "whoever it was came to the hospital on monday, (B)(6) 2018". The patient's first overdose occurred on (B)(6) 2018 and the second overdose occurred on (B)(6) 2018. The patient's status was hospitalized. Additional information received from the rep confirmed they saw the patient on (B)(6) 2018 and set the pump to minimum rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the patient's overdose was unknown. It was noted that the patient was receiving fentanyl (350 mcg/ml at 175 mcg/day) and morphine (14mg/ml at 7 mg/day) via an implantable infusion pump. No further information was received regarding this event.